Event description:
A malfunction was reported on the pump and no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed a normal range. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.